Event description:
The physician was placing a tracheostomy when the tool from the kit used for dilating the trachea kept bending under the applied pressure. When applying pressure to the dilator, it would bend into an s-shape and the physician was unable to dilate the trachea on this attempt. The nurse provided the physician a dilator from a second tracheostomy kit and this tool also bent into an s-shape when pressure was applied. The physician abandoned use of this dilator and used another method to complete the procedure.